Manufacturer narrative:
The insulin pump act button did not respond due to flattened button dome switch. No unlock on lcd keypad connector noted. No display anomaly or vibration anomaly noted. The time functioned properly. The insulin pump was unable to verify no delivery alarm due to button keypad anomaly. The insulin pump was received with minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that a black circle was present on the insulin pump's screen. Customer also reported the insulin pump was vibrating. Customer reported a no delivery alarm. The customer's blood glucose was 380 mg/dl. Troubleshooting found insulin was able to exit with a fixed prime. Customer also reported the buttons on the insulin pump were hard to press and was becoming unresponsive. The customer could not recall any significant events leading to the keypad issue. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.